Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report a liquid leak out of the middle of the instrument and onto the floor. The customer stated the fluid was a light yellow. Creatinine reagent container was checked for damages and none were noted. No injury or exposure was reported.

Manufacturer narrative:
The customer primed and calibrated the instrument and qc results were within range. The customer reviewed status screen, no issues were noted and no leaks. The customer requested a service visit to check operation of the instrument. On (B)(4) 2011, a bec field service engineer (fse) performed service on the instrument. Fse verified the leak issue and noted the wash solution canister was overfilled. Fse replaced the wash solution canister float switch fse replaced valves v12 and v14 (both associated with the wash solution canister). Fse primed the hydro and filled all canisters and no further issues observed. Repairs verified per established procedures. (B)(4).